Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors were clicking and failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were clicking and failing. A field service engineer (fse) replaced all four tower latches to resolve the issue and tested in the hardware test application. The fse also replaced the tower light bulb and confirmed that the tower doors were functioning normally with no further failures. The system functioned as intended after the field service engineer repaired the device.